Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a vague event of an unspecified infusion programmed with correct concentration/rate however the amount was "slightly different" "(concentration/rate not specified by the customer) after the infusion was initiated. The event occurred about 2 weeks ago. Although requested there are no other event details provided by the customer.